Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the water damage investigation. The customer reported that no delay occurred during this issue. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the water damage investigation. The customer reported that no delay occurred during this issue and no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the water damage investigation. A field service engineer (fse) found water pooled in mini-drawer trays, around the battery and power cord. The fse found pyxibus connections on the comm sled were melted and there was no smell of burning until the electronic drawer was opened. The fse sent pictures to the contact, sales, and supervisor. The station was cleared of medications and was not plugged in. The system functioned as intended after the field service engineer repaired the device.